Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the air/water supply volume did not meet standard value due to clogging of the nozzle. In addition, evaluation found the bending section cover was scratched, the adhesive of the bending section cover was scratched, cracked, and had a white clouded area, water removal ability did not meet standard value due to clogging of the nozzle, the scope connector was dented, the adhesives around the light guide and objective lenses had a white clouded area, the objective lens was scratched and chipped, the scope cover plate was detached, the scope connector was cracked, the protector of the universal cord on the control section side was scratched, the universal cord was wrinkled, the switch box was scratched, switch #1 and #3 were scratched, the forceps elevator lever and knob were scratched, switch #4 had wear, and the connecting tube had a cut and wrinkle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that when the air supply failure occurred was unknown and no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material larger than the inner diameter of air/water (a/w) nozzle got into the a/w channel caused clogging. Olympus will continue to monitor field performance for this device.